Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. Upon advancing the was into the laa, the was was ejected due to the complexity of the patient's carpal muscle. The proximal end of the was kinked after one full recapture of the closure device. No patient complications were noted.